Event description:
It was reported that during a routine follow-up, loss of ventricular sensing and loss of capture were observed. Dislodgement was observed under fluoroscopy. The lead was successfully repositioned. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.